Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported 3 weeks ago the sound perception was too loud. A few days after this happened the user was unable to hear with the device and stopped wearing the device. The user's mother reported the child did hit her head. She denies illness and pain. External parts have been checked and now working properly. The audiologist turned off these channels and programmed around them. The clinic will closely monitor the patient and make programming adjustments as needed.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The recipient still has six viable active electrode channels and hearing performance is reportedly not affected. Therefore, the concerned device remains implanted and in use and the recipient will be monitored. Additionally, the recipient experienced loud sound some time before the reported impact. During troubleshooting of the external components a defective cable was noticed. Therefore, it is suspected that the defective cable was the cause of the reported loud sound. The concerned part had been exchanged.

Event description:
The user reported 3 weeks ago the sound perception was too loud. A few days after this happened the user was unable to hear with the device and stopped wearing the device. The user_s mother reported the child did hit her head. She denies illness and pain. External parts have been checked and are now working properly. The clinic will closely monitor the user and make programming adjustments as needed. There are no plans to explant the device.